Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2009. They subsequently underwent right knee revision surgery on (B)(6) 2017, approximately 7 years 4 months post primary procedure. The patient claims to have suffered the following injuries and complications as a result of this exactech device: joint pain, joint swelling and stiffness, tissue damage, revision surgery, instability, polyethylene wear, osteolysis, synovitis, application of wound vac, and revision with bone graft. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 1196067 200-03-35 - one peg patella 35mm; 1318560 200-04-45 - cemented finned tib. Tra sz 4f/5t; 8555840 200-01-04 - cemented cr femoral sz 4.

Manufacturer narrative:
The reason for the revision reported in cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure and instability could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation. H6: corrected health effect, medical device, component, and investigation clinical codes.